Event description:
The manufacturer received information alleging ventilator inoperative condition had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high (e-0155), was observed in the device's error log. The manufacturer's service technician further evaluated the device and determined the machine flow sensor had caused the issue to occur on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the muffler and air foam inlet filter were replaced for preventative maintenance unrelated to the reportable issue. The three-way solenoid was replaced for the fio2 sensor receptacle verification test step failing on the device, which was unrelated to the reportable issue. The blower assembly and system printed circuit assembly were replaced for two error codes, motor controller force shutdown (e-0144) and drift debug (e-0330), were found on the device's error log. These two error codes, (e-0144 and e-0330), were unrelated to the reportable issue. The device passed all final testing.